Manufacturer narrative:
Weight - race: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -18.00/2.5/114 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. One haptic was noted to be torn after implantation. Patient experienced elevated intraocular pressure, subluxation and less vision. Management was given for elevated intraocular pressure. Lens remains implanted. For additional information the reporter stated, "cornea clear, vault- temporarily sublaxated due to less support (haptic tear)". If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- it was reported that on (B)(6) 2022 the lens was exchanged. Everything went well, patient and the surgeon are happy with results. Va 6/9, vault ok, iop 13mmhg. Claim # (B)(4).